Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('my tubes where chronic inflamed/hysterectomy / abdominal hysterectomy') in a female patient who had essure inserted. The patient's concurrent conditions included kidney transplant (two years ago). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy). Essure was removed. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: patient got scar of 15 cm with staples. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('my tubes where chronic inflamed/hysterectomy/abdominal hysterectomy') in a female patient who had essure inserted. The patient's concurrent conditions included kidney transplant (two years ago). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy). Essure was removed. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: patient got scar of 15 cm with staples. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.